Event description:
This pi is for the patient's right hip construct. As reported in medwatch report # mw5092931: "...on the right side, she has an osteonics omni flex stem with a 22mm chrome-cobalt on plastic articulation, which was implanted on (B)(6) 1992. Both hips consist of cocr components, but historically, the [competitor devices in left hip] tend to be a more common source of cobalt liberation via taper corrosion. On (B)(6) 2016, her urine cobalt level was 10 mcg/l. On (B)(6) 2017, her whole blood level was 5.1 mcg/l and urine level was 25 mcg\l. On (B)(6) 2018, her whole blood cobalt level was 4.0 mcg/l and urine cobalt level was 28 mcg/l. Given her age, she is undergoing cobalt chelation with n-acetyl cysteine in lieu of attempting revision surgery. On (B)(6) 2020, her blood cobalt level was 3.4 mcg/l and her urine cobalt level was 21 mcg/l..." Update as per medical review: review of these records confirm advanced polyethlene wear in a tha implanted 28 years ago. The patient also had elevated cobalt levels in both blood and urine.these elevated levels may be related to the femoral head articulating with the acetabular shell but they could also be related to taper corrosion in the contralateral hip. It could also be a combination of both.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown omni flex stem was reported. The event was confirmed based on medical review. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated:review of these records confirm advanced polyethlene wear in a tha implanted 28 years ago. The patient also had elevated cobalt levels in both blood and urine.these elevated levels may be related to the femoral head articulating with the acetabular shell but they could also be related to taper corrosion in the contralateral hip. It could also be a combination of both. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient had abnormal ion level.the event was confirmed based on medical review. A review of the provided medical records and x-rays by a clinical consultant indicated:review of these records confirm advanced polyethlene wear in a tha implanted 28 years ago. The patient also had elevated cobalt levels in both blood and urine.these elevated levels may be related to the femoral head articulating with the acetabular shell but they could also be related to taper corrosion in the contralateral hip. It could also be a combination of both. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's right hip construct. As reported in medwatch report # mw5092931: "on the right side, she has an osteonics omni flex stem with a 22mm chrome-cobalt on plastic articulation, which was implanted on (B)(6) 1992. Both hips consist of cocr components, but historically, the [competitor devices in left hip] tend to be a more common source of cobalt liberation via taper corrosion. On (B)(6) 2016, her urine cobalt level was 10 mcg/l. On (B)(6) 2017, her whole blood level was 5.1 mcg/l and urine level was 25 mcg\l. On (B)(6) 2018, her whole blood cobalt level was 4.0 mcg/l and urine cobalt level was 28 mcg/l. Given her age, she is undergoing cobalt chelation with n-acetyl cysteine in lieu of attempting revision surgery. On (B)(6) 2020, her blood cobalt level was 3.4 mcg/l and her urine cobalt level was 21 mcg/l".